Event description:
It was reported that a pump motor stall occurred in 2009; a tube set error occurred two days later. A confirmed motor stall was noted in the pump event logs with no motor stall recovery recorded. A cat scan was performed two days prior, but no MRI. The reporter indicated that the patient had heard the pump alarming in the 2-3 days prior to the report. The reporter indicated that the patient never had therapeutic effect. The hcp verified the reservoir volume; a 30ml discrepancy was noted. The patient was admitted to the hospital two days later, with shortness of breath, weakness, and was lethargic. The patient also had a CT scan the next day. It was uncertain how they will treat the patient going forward. At the patient's request, the pump was filled with saline and no reprogramming was done. The pump was currently programmed to deliver dilaudid 10mg/ml at a dose of 3.6 mg/day and bupivacaine 15 mg/ml at 4.6 mg/day.